Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Also the subject device was manufactured more than 15 years ago, omsc was unable to confirm the manufacturing history (DHR) of the subject device. Based on the report of olympus australia and it said that there were cracks in the video plug and there was an internal break in the camera cable, omsc presumed there was the possibility this phenomenon was attributed to applying the impact. Its impact to the video plug of the subject device might have made the video plug board broken. In conclusion, those video plug board failure and the camera cable break inside might have occurred these reported phenomena. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device has not returned to omsc but was returned to olympus (B)(6) for evaluation. Olympus (B)(6) checked the subject device and duplicated the reported phenomenon. The intermittent image was when the camera cable of the subject device manipulated. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the image of the subject device was not displayed or sometimes flashing when the subject device was plugged in during the preparation for use. There was no report of patient injury associated with this event.